Event description:
The device was used during a laparoscopic myomectomy procedure. Reportedly, the needle broke and disengaged into the pt's cavity. The hosp has reported no pt injury occurred.

Manufacturer narrative:
2/10/1998-supplemental report #1 sent to FDA.